Manufacturer narrative:
The device return was received, additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate."

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), h3 (device evaluated by manufacturer?). Upon review, it was identified that it was inadvertently omitted from the previous report. Additional information was provided in h6 (type of investigation). Upon review, it was identified that the code has been added to this report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in an 81-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient was noted to be oozing from the impella site (left femoral artery), and the ICU team had placed a femstop overnight at the site, which worsened the bleeding. Two units of red blood cells were administered. The patient survived to explant. The bleeding may be due to anticoagulation and purge requirements associated with impella support, with additional risk contributed by the use of femstop and prolonged pressure at the access site.

Manufacturer narrative:
Access site adverse event/ major bleed: the cause of bleed was not determined due to lack of clinical details, no product defect found during evaluation.